Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when water tightness was lost due to damage on guide pin of electrical connector. Additionally, the evaluation found the scope cover plate was detached, no color on the suction cylinder, mouthpiece is deformed, electrical connector was dirty due to water leakage, insulation resistance value at distal end does not meet the standard value due to burn on the plastic distal end cover, discoloration of adhesive around objective lens and light guide lens, cut on the connecting tube, and peeling of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is received.

Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope¿s air/water connection does not hold. The device was returned for evaluation. During the device evaluation, the following malfunction was found: there was gray foreign material found in the gap between the bending section cover and the connecting tube. There was no patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation, and it was confirmed that the foreign material adhered/clogged in a-rubber glue. Based on the results of the investigation, it could not be specified what the foreign material was and the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from el-connector pin. There was no report that the device was used in procedure while the suggested event occurred. Additionally, it was confirmed by the reports that performance of reprocessing on the device was secured by reprocessing in accordance with IFU. (Cleaning/ disinfection/ sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis exera ii gif/cf/pcf type 180 series. Operation manual chapter 3 preparation and inspection IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.